Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received in good physical condition but the downstream occlusion sensor seal was bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's problem was confirmed. The device was found to not recognize the pca cords when plugged in. The lemo remote dose connector was defective and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with constant "pca dose cord button stuck" alarms. There were no reported adverse events.